Manufacturer narrative:
Retainer ring = black. Customer returned pump for alleged damage to lcd window, charge/battery lasts less than expected, over delivery anomaly, and low bg's found on (B)(6) 2021. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, sleep current measurement, active current measurement, displacement accuracy test, and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No over delivery anomalies noted during testing. Unit successfully downloaded to thus and carelink. Confirmed 121.975 units of normal bolus was delivered on (B)(6) 2021 between 00:04:51.000 and 22:09:46.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Unable to confirm low bg's. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, damaged display window cover, faded serial label damage, and minor scratches on lcd window. In summary, customer allegation cosmetic damage was confirmed during visual inspection where damaged display window cover and minor scratches on lcd window was noted. Over delivery and charge/battery lasts less than expected was not confirmed. Unable to confirm low bg's. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated the customer reported of over delivering insulin and experienced low blood glucose of 157 mg/dl. Customer was using the insulin pump system within 48 hours of reported low blood glucose event. Auto mode feature was not active at time of low blood glucose event. Customer reported of battery run low way faster than it should be. The screen and surround had a gouge mark. The insulin pump does not suspend delivery before lows on auto mode. Customer has to manually suspend and take glucose until blood glucose event rises. No harm requiring medical intervention was reported. The insulin pen will not be returned for analysis.